Manufacturer narrative:
If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, (2) two afx limb stent grafts, and an afx infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (4) months post initial procedure a type 3a endoleak was identified. A secondary procedure was completed. The physician elected to implant a (non-endologix device) medtronic limb to treat the 3a endoleak. The final patient status is unknown at this time.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak of the right common iliac components and the secondary endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The event/incident is most likely user-related due to the non-endologix products placed in the right common iliac artery at the index procedure. In addition, the tortuous nature of the right common iliac artery likely contributed to the reported event. The procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.